Manufacturer narrative:
The unit was evaluated and no defect was found. A stryker temperature management manager, spoke with an rn nurse from the user facility and confirmed that this event occurred due to operator error and not product malfunction. The customer was retrained on proper device use.

Event description:
It was reported that the unit is rewarming to fast. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit is rewarming to fast. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.